Manufacturer narrative:
Occupation: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required an ultrathane mac-loc locking loop multipurpose drainage catheter for renal pelvis drainage. During the procedure, the operator noted leaking at the joint of the hub. The device was removed and replaced with a similar device to successfully complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D10 ¿ product received on: 15dec2020. Investigation ¿ evaluation. Beijing mednovo med. Tech. Co. In china informed cook that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked during a procedure. The patient was undergoing drainage for hydronephrosis. During catheter placement, the user noticed leakage at the hub of the catheter. They replaced the catheter and completed the procedure without issue. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one used 8.5fr ult. There is biological matter throughout. The suture was pulled out from the mac-loc lever. The catheter lumen was occluded and the device leaks between the catheter tubing and connector cap junction. The distance between the cap and the hub was measured and determined to be within specification.there is half a thread showing between the cap and mac-loc adapter. Additionally, a document based investigation evaluation was performed. The risk specifications covering mac-loc drainage catheters includes hub separation as a potential failure mode. The identified risk controls include the manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. Inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no related nonconformances. A search of complaint history found no additional complaints on this lot. Therefore, there is no evidence of nonconforming material in house or in the field. Cook confirmed the device was manufactured to specification. Based on the information provided, the examination of returned product and the results of the investigation, the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.